Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during a tha procedure, the black screw for movement broke during impaction of the femur cutting block. No delay. No revision surgery performed. No impact or injury to patient reported. Procedure was completed with the same device. No pieces fell or were left inside patient.